Event description:
77 year old male with history of coronary artery disease hypertension presented with st-elevation myocardial infarction, acute myocardial infarction¿cardiogenic shock status post percutaneous coronary intervention with intervention to left anterior descending artery was stabilized with intra-aortic balloon pump. Post procedure they had rising lactate and required vasopressors. On 9/23 there was insertion of impella 5.5 via right axillary artery without incident. On 9/26 it was noted that the patient had a fib and converted back to normal sinus rhythm. On 9/26 noted false alarm (impella in ao) associated with aspiration and coughing. On 10/4 the patient expired while on support most likely related to the patients critical clinical presentation. During impella 5.5 support, an impella position in aorta alarm was triggered by significant coughing by the patient. Proper position was confirmed with echocardiography per the IFU. There were no adverse events related to this false alarm.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Additional information was received, specifically the return of the device, and evaluation/analysis is currently in progress. Accordingly, section d9 has been updated to reflect the device receipt date. Section h6 (investigation type, findings, and conclusion) has also been updated to align with this information. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc., or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.